Event description:
It was reported that the back of the cartridge appeared to be leaking. Customer had elevated blood glucose levels (251 mg/dl). Customer successfully loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.